Event description:
The patient was doing well as far at the reporter knew.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection and the pump system was explanted. The drug that was administered via the pump was unknown. Additional information has been requested.